Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. The closure device was deployed and released with a complete seal. However, thrombus was forming on the face of the device. The patients act was (B)(6) and they kept the heparin drip running. The patient was discharged home on warfarin.